Event description:
In 2009, this pt underwent endovascular repair of a thoracic aortic dissection. A carotid-left subclavian bypass was performed, followed by an implantation of a gore tag thoracic endoprosthesis. During deployment, the device moved proximally of the intended position, unintentionally covering the left common carotid artery. A biotronik bare stent (9 x 60) was implanted into the left common carotid artery. Angiography showed restored blood flow. The pt is doing fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.